Event description:
Physician reported event per a case report form used for associated device which is under clinical study. Pt had "incision or pocket symptoms approximately 10 days post implant. The catheter had become disconnected from the pump. A new 8703w catheter was connected with a metal straight connector and secured with #1-0 silk tie. During the proximal replacement, the distal catheter pulled out and was repositioned. Position was confirmed with fluoroscopy and csf backflow. No other info reported.